Manufacturer narrative:
Corrected information provided in b.2. And h.11. Upon receipt of additional information, following submission of the initial report, it has been confirmed that there was no blade (trocar) issue and the blade was stuck into the trocar resulting in product fitting problem. Based on current information available this event does not meet reporting criteria as per the applicable regulations. No further reports will be scheduled under mfg report num.1644019-2025-04417 the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that when a trocar blade was inserted into a patient's eye, the trocar could not be held in the eye and it was not released from the blade when the trocar blade was pulled out of the eye, it came out with the trocar on during vitrectomy surgery. The product was replaced to complete the surgery. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).